Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer also reported that a malfunction alarm (alarm 0) occurred. Customer's blood glucose was 82-110 mg/dl. Customer reverted to using manual injections for insulin therapy.